Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the difficulty recharging was not determined. Patient stated the most likely cause was difficulty with locating the device, the phone and recharger communicating. To resolve the issue the patient stated they called patient services and will talk to the doctor at the next appointment. Patient was able to successfully recharge the implant "with much angst". Implant was located in the lower back, upper right buttock. Patient will meet with the hcp on 2026-feb-27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been having a hard time with recharging the implant. It is worse if they try to use to belt, so they do not use that. They have to charge twice a month instead of once a month. Reviewed it just depends on the settings. They also feel a tingling sensation when trying to connect the recharger. They are using it over bare skin. Reviewed to use some light fabric in between. Helped caller try to locate the implant and they could only feel one side. The caller noted that they have gained and lost weight and the implant shifts. Provided tips for positioning the recharger. Redirected to healthcare provider (hcp) to address the issue.